Event description:
It was reported that the device would not power off. Physio-control evaluated the device and found that the device would not power on with battery source. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and found residue on and around the u5 ic chip.